Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned, with no allegation of product performance issues, subsequent to the patient's death.